Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# v163870, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient was still having concerns with their device or therapy but they were working with their doctor or rep resentative. It was noted there was an appointment scheduled for (B)(6) 2013. Follow up from the health care provider (hcp) reported the cause of the event was urinary tract infections and severe incontinence. It was noted cysto revealed a bladder stone which was surgically removed (B)(6) 2012. The patient did not require hospitalization due to the event. It was also noted the patient had not followed up with the hcp since the bladder stone surgery. The hcp did not know how the patient was doing.

Event description:
It was reported there was a loss of therapeutic effect and no stimulation sensation. Patient symptoms include loss of bladder control. It was noted the patient had been 'especially incontinent.' It was noted symptoms started after the patient fell. The patient fell right on the implantable neurostimulator (ins) and had a large bruise and cut. It was noted the patient was taken to the emergency room. The health care provider (hcp) in the emergency room 'did not know much about the device' so the device was not checked. Patient was on program 2 at 1.05 volts and stimulation was on. It was noted when the patient increased stimulation to 1.1 volts they could feel stimulation, however after a few minutes the patient no longer felt stimulation. The patient believed the stimulation was acting 'erratic.' The patient had an appointment scheduled (B)(6) 2012. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).